Manufacturer narrative:
The reported complaint of a suspected catheter balloon leak was confirmed during functional testing. During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial balloon. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter revealed the distal infusion lumen tubing was cut, 1 cm away from the proximal end of the manifold. No other physical damage was observed on the catheter. No other physical damage was observed. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance, except for the distal luer port that was cut by the user. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 189629.

Event description:
The icy catheter (lot #189629) was smoothly inserted into the patient's left femoral vein to induce hypothermia. During maintenance after cooling, 15 hours after the initiation of the treatment, the customer observed that the saline solution had turned to a light pink color in the saline bag. The system was inspected, and blood tinge was observed in the start-up kit (suk) tubing. The customer noticed the issue before the thermogard system generated an air trap alarm. The physician suspected a catheter balloon rupture/leak. The saline bag did not decrease much, and the customer suspected less than 250 milliliters of saline infusion into the patient's bloodstream. The catheter and suk were replaced, and the treatment was continued and completed using the same thermogard console. The reported event did not impact the patient.